Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 17316989. Product family: scs-ipg-r, upn: (B)(4), model: sc-1110-02, serial: (B)(4), batch: 16010055.

Event description:
It was reported that the patient was experiencing inadequate and loss of stimulation due to lead migration which was confirmed via x-ray. Reprogramming was done and provided temporary benefit, however the patient was experiencing undesired sensation in the ribs and abdomen. The patient underwent an explant procedure. No device malfunction was suspected. No further information has been obtained despite good faith efforts.